Event description:
Email from account indicates: device was in use for infusion with 10 ml lines. Expected total infusion time was 10 hours duration. Medication name not provided. The device infusion was completed in 2 hours. Issue was reported to ages ((B)(4)). No injury or add'l treatment to pt reported.

Manufacturer narrative:
The engineering team completed four hours of testing on wednesday 25-april. The pump was filled with di water and the set was attached to the pump. The entire restrictor portion of the set was placed in the water bath. The water bath was set to a temperature of 86 degrees fahrenheit. The midpoint of the pump was placed 18 inches below the outlet of the set. The set was unclamped and set to run. After four hours of testing the flow rate of the beeline pump with the set was calculated to be 11.25 ml/hr. The data revealed the performance of the RMA was within spec at 12.5% (normalized for viscosity) above nominal target of 10ml per hour. Spec is + or - 15%. The complaint was not confirmed.